Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported tooth being discolored. Patient was advised to see dentist for evaluation. Patient was seen and dentist informed them that a root canal is needed. The dentist believes movement of their teeth was too fast and the tooth suffered trauma. Dentist also informed the patient that they have a lot of other teeth are slightly wiggly and they should discontinue treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.